Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt had an implant on (B)(6) 2010 and subsequently needed a lead revision as the lead "advanced". The physician revised the lead, anchored it, and it moved again. The managing physician determined that the lead migrated due to anatomical reasons, and not the device itself. The hcp suggested implanted a paddle lead but the pt chose to have the system explanted on (B)(6) 2011 as she felt she never received enough benefit because of lead migrations.